Manufacturer narrative:
The medical device manufacturerand manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 08/2024).

Event description:
It was reported that during a recanalization procedure, the helix allegedly broke. It was further reported that the device punctured the iliac artery while removing the broken helix. Reportedly, a stent was successfully placed in the perforated artery. The current status of the patient is unknown.